Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the afternoon of (B)(6) 2017, he obtained the unknown error message ¿error¿. The patient manages his diabetes with lantus insulin and novolog insulin which he self-adjusts. He reported that he continued with his usual diabetes management regimen after obtaining the error message. He reported that about an hour after the start of the alleged issue, he developed symptoms of ¿couldn't think, disoriented, weak, cold sweat and shaky¿. He denied receiving any treatment for his symptoms above and beyond his usual diabetes care and management routine. At the time of troubleshooting, the cca attempted to walk the patient through a retest, but the patient did not have any testing supplies. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Couldn't think, disoriented, weak, cold sweat and shaky, after obtaining an unknown error message on the subject meter.